Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 260 units of cold insulin. The customer declined to perform troubleshooting or reload the cartridge. The customer's blood glucose level was 351 mg/dl, and was addressed by changing the supplies on the pump and delivering a correction bolus.

Event description:
Reportedly, the cartridge was filled with approximately 300 units of cold insulin.